Manufacturer narrative:
Due to device reportedly not able to be used, it was determined that this was a reportable event. Device was not returned to manufacturer.

Event description:
Facility reported the anchor on the implant is deformed and cannot be used because it will not seat. No injuries were reported in this incident.